Event description:
It was reported by service report that the side rail would not latch in the raised position. There was pt involvement; however, the customer reported that they did not know if there adverse consequences to report.